Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient was implanted on (B)(6) 2013 with a new implantable neurostimulator (ins) but the doctor left the lead. It was stated the patient was not aware that the lead was left. Reportedly, the old ins was replaced due to normal battery depletion. Reportedly, after the implant, the ins was controlling their symptoms and seemed to be working fine but felt different. It was stated the patient had a tingling and jolting. It was noted they were little jolts in the ins area and they would go towards the bladder. It was noted the patient had stimulation on at the time of report and the jolts continued to come and go. The patient stated that about four weeks post implant they bent over and had a jolt that was like a lightning bolt in their buttock area and the vaginal area. It was noted it would continue to jolt when the patient bent over but not as strongly. Reportedly, the patient was told by their doctor that the lead may have migrated or moved and they wanted the patient to make the decision of either to replace it or have the ins turned off.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# j0340585v, implanted: (B)(6) 2004, product type: lead. (B)(4).